Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at the follow up check the following morning post implant, there was no atrial capture and the atrial lead was oversensing the ventricle. Chest x-ray confirmed the lead was dislodged. The patient was asymptomatic. The physician elected to reposition the lead and was successful. The patient was stable before, during and after the procedure.